Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on nozzle, on suction tube and on channel tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (8) years, since the subject device was manufactured. Based on the results of the investigation, the foreign material in the scope was unable to be specified. It was unknown, if the customer's reprocessing steps deviated from the instruction for use (IFU). And there was no damage where the foreign material was found. Although, the foreign material was confirmed, to be in the scope, a root cause could not be determined. The subject events can be detected and prevented, by implementation in accordance with the below instructions for use: instructions for use: for evis lucera gif, type 260 series, operation manual, chapter 3: ¿preparation and inspection¿: describes how to detect the subject events. Instructions for use: for evis lucera gif, type 260 series, reprocessing manual, chapter 3: ¿cleaning, disinfection and sterilization procedures¿: describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.